Event description:
It was reported that shaft break occurred. The patient presented with coronary blockage. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The device came out completely without issue. However, after removing it from the body, the mid-point of the metal hypotube broke. The procedure was completed with 2.5 x 15 emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 56.8 cm from the strain relief. The separation indicates the device was likely kinked prior to separation as the ends was oval in shape. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The patient presented with coronary blockage. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The device came out completely without issue. However, after removing it from the body, the mid-point of the metal hypotube broke. The procedure was completed with 2.5 x 15 emerge balloon catheter. No patient complications were reported.